Event description:
We received notice of a nail failure. We have attempted to gather more info, or have the device returned with no success.

Manufacturer narrative:
Advanced orthopaedic solutions was notified of this event. The device was not returned, we have made numerous attempts to follow up and gather info to aid in our investigation with no success. The only info given at the time of the notification was the pt name, doctor (B)(6) with an explanation the initial procedure was performed in either (B)(6). We checked out records and could not confirm the pts came for these locations. This is why we could not report more detailed info such as the device part number, or lot number. If we receive any additional info we will forward this to you. Again there has been no response to our attempts to collect info.